Event description:
The ventilator went inoperative the pt was manually bagged. They turned the ventilator off then on and returned to pt to the ventilator. In checking out the ventilator setting it was determined that the settings were different then originally set. They reentered the setting and the ventilator operated correctly. No injury involved.